Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the integrated electrosurgical unit (iesu/e-100) stopped working. E-100 was working fine at the beginning of procedure. Instrument used was the vessel sealer extend. Prior to call, the customer replaced the instrument and restarted the e-100 but the issue persisted. Led on the power button of the e-100 was solid red. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs but no errors related to the reported issue were present. The tse guided the customer through a reboot of the e-100 but it did not resolve the issue. The tse informed customer that the vessel sealer extend instrument can be used connected to the iesu instead. The customer connected the vessel sealer extend instrument to the iesu and surgery resumed. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system was checked and was working initially.

Manufacturer narrative:
Based on the claim against the product by the customer noting not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding e-100 not working was confirmed based on the field evaluation which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. The reported failure was replicated. This unit was installed into the test system and it failed. The power led turned red and bipolar led was not turned on, cannot cut/seal.

Event description:
Refer to h10/h11 for follow-up information.